Manufacturer narrative:
Original submission narrative: this issue is under investigation. A follow-up report will be submitted when the investigation results are available. Follow-up narrative: this supplemental report is being submitted to update the device available for evaluation, update the follow-up type, update the device evaluated by manufacturer, update the event problem and evaluation codes, and provide the investigation results. Investigation results: the system referenced in this complaint was replaced. Unit connectivity was confirmed within the local wi-fi network. Wired connectivity confirmed when diagnostics script was ran. Could not exactly reproduce the customer scenario of not being able to transfer files to pacs. The issue could have the result of a wrong setting during configuration, but unable to confirm. Note: the original emdr was submitted to the non-production environment. This report is to submit to the production environment. All original files are attached. This emdr contains both the initial and fu#1.

Event description:
As a result of a recent FDA inspection, we are retrospectively reviewing complaints and associated documents for compliance to the regulations from 2015 to date. We have strengthened our MDR reporting criteria and we are reporting the attached medical device report in accordance with our new criteria. As a result of this retrospective review, this MDR is being reported immediately upon discovery. It was reported that thumbnail images were displayed while the patient was being scanned. At the conclusion of the exam, the images were not received in pacs. The user attempted to resend the images from the browser but the action failed. The user opened the exam in review and the patient's demographic information was displayed; however, the images were gone. According to the report, the patient presented back to the hospital and was rescanned. There was no patient or user injury reported. No additional information was provided.